Event description:
The rptr contacted lfs on behalf of the pt alleging that her one touch basic enhanced meter was prompting the not ok message. The pt neither alleged harm nor experienced injury or medical intervention. The pt contacted a medical professional for advice; however, no further treatment was sought. The customer svc rep discovered through troubleshooting that the meter prompted the not ok message upon powering on. Based on the unresolved issue, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.